Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. There were no broken off/missing piece(s) noted on the pump case during visual inspection. The pump was received with a scratched case and a pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 25-sep-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 25-sep-2024 in the pump history file. 09/26/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 09/25/2024 00:00:00.000 dailytotalofallinsulindelivered = 33.675 dailytotalofbasalinsulindelivered = 33.675 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 25-sep-2024 in the pump history file. The pump passed the functional testing. Cosmetic damage was confirmed at the side of the pump (scratched case) and the front of the pump (pillowing keypad overlay). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and the insulin pump was not working. The customer reported that the appropriate term/code not available was treated with hospitalization: overnight stay. The event involved product(s) mmt-1780kl. The troubleshooting was performed, and it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. The customer reported physical damage (crack or scratch) on the pump that was not related to the retainer ring. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1780kl was requested, and the customer response was that the device would be returned.